Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during infusion of 240ml of a non-baxter drug. The reporter stated the expected therapy time was 5 days at 2ml/hr; however, at the end of 5 days there was ¿still about a quarter of the drug left" in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.